Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles were observed in the infusion set tubing. Blood glucose was 431 mg/dl. After the infusion set cannula was changed, insulin delivery was resumed.